Event description:
It was reported that the insulin pump had missing pieces and when the customer performed the rewind/prime process; the pieces from the reservoir compartment were breaking off. The wife did not have any hippa consent or the insulin pump. Advised the caller to have her husband call back to troubleshoot the device and to authorize a loaner to be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.